Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.2, implantable collamer lens into the patient's right eye (od) on (B)(6) 2017. The lens was exchanged with a shorter length lens due to significant reduction of endothelial cell count or significant endothelial cell loss and excessive vault on (B)(6) 2019. This resolved the problem.cause of the event is reported as unknown.